Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53). The customer received pump error 4 (the motor arm cannot communicate with the main arm). The customer experienced a hemorrhage. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was able to clear the error and successfully complete the fill canula delivery test. The error table displayed that the pump requires replacement. The customer received a change sensor alert. The customer is unable to run a transmitter test,/or the test passed. The customer was advised to try another sensor. Customer reports receiving a sensor updating alert. The customer was advised to replace the sensor, as the behavior has been occurring for longer than 3 hours. The customer reported blood at the site. No further patient complications were reported. The customer was instructed to discontinue device use. Mmt-1886 was requested, and the customer's response was that the device would be returned.